Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
At the first use (thermoablation cycle - first button push) the device did not work and a message on the generator stated, "the device damaged/broken " and it cannot reach the required temperature. Additional information received june 30, 2015 noted that the patient had tumescent administered when this occurred and the procedure was converted to classical crossectomy and stripping of the veins. Evaluation of the returned device on july 13, 2015 could not duplicate the reported complaint. There were no damages or anomalies observed and the closurefast passed resistance and functional testing.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Pateint age reported as (B)(6).